Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if any further malfunction codes appear, and the customer acknowledged this advice.